Event description:
Translation: (please note it is very difficult to read the writing on the incident report so this is a rough translation): device inserted in pt on (B)(6) 2012. On (B)(6) 2013, blood leakage noted: the catheter was torn at the y-section.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of teuh0485 showed no other similar product complaint(s) from this lot number.